Event description:
Cannula pops out of the injection site even after securely tightening. Occurred with a neonate while total parenteral nutrition was being administered. No nutrition was received for a period of undetermined time. New born suffered from hypoglycemia.